Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer advised reseating the instrument and sterile adapter, which resolved the issue. No site visit was conducted. The system was working properly and no additional action was required.

Event description:
It was reported that a staff member mentioned the arms were acting weird. The technical support engineer requested more information and was informed that arm 4 was moving in the opposite direction of the surgeon's control. The customer reported event has no report of patient injury.

Manufacturer narrative:
The probable root cause is attributed to improper mechanical engagement between the instrument and/or sterile adapter. This issue can be resolved by reseating the instrument and sterile adapter to ensure proper engagement.

Event description:
Refer to h11 for follow-up information.